Event description:
It was reported that the erbe had randomly gone black intermittently while no faults had been observed when the blackout occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) gathered the details from a caller outside the operating room and documented the intermittent nature of the issue and the absence of fault indications during the events. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has received the iesu unit associated with this event, but evaluation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.